Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting an increase in pacing impedance measurement and threshold measurement. The measurements were not known. Data was unable to be provided and the patient is not enrolled in latitude. Additionally, pdf data was provided and showed high out-of-range pacing impedance measurement greater than 2544 ohms in the right ventricular (rv) channel. No adverse patient effects were reported. The device and rv lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected of exhibiting an increase in pacing impedance measurement and threshold measurement. The measurements were not known. Data was unable to be provided and the patient is not enrolled in latitude. Additionally, pdf data was provided and showed high out-of-range pacing impedance measurement greater than 2544 ohms in the right ventricular channel. The patient was to be seen for a follow-up visit however after multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available. No adverse patient effects were reported. The device and lead remain in-service.